Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing on the pacemaker (pm). No changes or interventions were reported. The patient condition was not known.